Manufacturer narrative:
(B)(4). This complaint is for a check patient line alarm. This complaint was not confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. Per the complaint information, the home patient (hp) stated that he went to connect himself and noticed that the patient line was full of air. The hp tried repriming it but ended up starting therapy and had bypassed to fill 1, where he got the alarm. The hp stated that he put the cap back on the patient line. From the complaint information, the cause of the alarm is use error. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
During a follow-up with a home patient (hp) regarding a check patient line alarm that appeared on the homechoice (hc) display during initial drain, it was revealed that the hp noticed that the patient line was full of air when he went to connect himself. The hp tried repriming it, but ended up starting therapy and had bypassed to fill 1, where he got the alarm. The hp stated that he put the cap back on the patient line and stated that since it pushed the air out in the fill, it should be all primed. The technical service representative (tsr) explained that the line was primed, but was most likely compromised, since the initial drain had started pulling air when he accidentally started the therapy. The tsr advised hp to end therapy and start over with new supplies or risk infection. The tsr then walked hp through ending therapy early procedure. The hp understood explanations, ended therapy and would start over with new supplies. During a follow up with the hp regarding the air in line, it was revealed that the issue was resolved, and that he had resumed therapy. The hp stated that he did not notify the nurse of the event, and did not intend to either. The hp stated that he knew the cause of the error, because the tsr had explained it to him. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The issue was resolved over the phone and was determined to be a use error; therefore, the sample will not be requested and a batch review will not be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.